Manufacturer narrative:
The failure mode of stopcock detachment was confirmed based on the images provided, however it could not be confirmed to be use-related, manufacturing or design-related as the product was not returned for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure the sideport was noted to be detached from the introducer. The sheath was replaced to complete the procedure. There were no adverse consequences to the patient.

Event description:
Sidearm of sheath had become disconnected from the hub on the sheath.